Event description:
A (B)(6) old male patient called zoll customer support to report that his charger would not turn on. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has not been completed. The reported problem (charger not powering up) was confirmed. Upon investigation flash memory chips u102 and u105 were defective. The root cause of the defective flash components could not be positively identified. No adverse event resulted from the defective u102 and u105 flash memory chips. The patient received a replacement battery charger/modem.